Manufacturer narrative:
Concomitant products: patient medications include but are not limited to: ¿ statin, betablockers, chronic anticoagulant. The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent endovascular treatment for an acute aortic dissection extending from zone 3 to zone 15. The primary entry tear was located in zone 2. One conformable gore® tag® thoracic endoprostheses (tgu373715) was advanced up the right side via percutaneous femoral access and implanted successfully to cover the primary entry tear. Injury to the access femoral artery was reported and surgically repaired. Additional details on the access injury were not provided. Prior to the endovascular procedure it was reported that surgical bypass of the left common carotid artery (lcca)- to left subcavian artery (lsa) using a dacron graft was performed. The lsa was noted to be patent and not covered at the conclusion of the procedure with no endoleak noted either. The patient underwent follow up visits on unknown post operative day(s) pod: 14, 354 and 355. On an unknown follow up date, approximately pod 14; the aorta diameter within the treated area measured 31.7 mm. The aorta diameter distal to the treated area within the dissection measured 30.3 mm with false lumen perfusion distal to the treated area from the right renal artery. No endoleak and no extension of the dissection were noted. On an unknown follow up date, approximately pod 354; the aorta diameter within the treated area measured 40 mm. Aorta diameter distal to treated area within the dissection measured 40 mm with false lumen perfusion distal to the treated area from the right renal artery. No endoleak and no extension of the dissection were noted. On an unknown follow up date, approximately pod 355; the patient underwent reintervention to treat the aortic enlargement. A new aortic stent graft (cook zenith) was implanted in and extended from zone 4 to 5. Exact reason for retreatment noted as ¿continued aneurysmal degeneration with clear visualization of fenestration across distal thoracic aorta. Cook alpha 36 tapered to 32 x 161mm deployed.¿